Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's relative reported via phone call that the insulin pump alarmed no delivery during manual prime. The blood glucose at the time of the incident was 192 mg/dl. Troubleshooting was performed and the customer changed the infusion set first, but was still unable to prime. They were then instructed to use a new reservoir and manually prime; they pushed insulin through the tubing using the transfer guard and not a plunger. It was advised that changing the reservoir resolved the issue. They stated that they were able to prime using the same reservoir. The reservoir will not be returned for analysis.